Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 597 mg/dl; cause was unknown. As a result, customer went to the emergency room (ER). Customer was treated with intravenous fluids of saline, insulin, and lactated ringers. Customer was released from the ER on (B)(6) 2023 with the issue resolved and no permanent damage.